Manufacturer narrative:
The reported events of material twisted, high defibrillation impedance, and no high voltage output were not confirmed. As received, a partial lead was returned for analysis. Electrical testing was normal. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the right ventricular (rv) lead exhibited high and out of range defibrillation impedance. The patient presented for a lead revision procedure. During the procedure, the rv lead was found kinked and was corrected. Defibrillation threshold (dft) testing was performed. During dft testing, the rv lead failed to deliver a shock to induce ventricular tachycardia (vt). The lead was capped and replaced on (B)(6) 2023. The patient condition was stable.